Manufacturer narrative:
The getinge field service engineer (fse) reported that the pneumatic module assembly was to be replaced and the iabp unit would be tested to observe if the reported issue would occur again. The fse later reported that the iabp unit has been cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pneumatic module assy, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had the following alarm: "gas loss in iab circuit. It was later reported that for about 3 days the unite displayed "gas loss in iab circuit." There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the machine by trying to connect the balloon and the trainer to the machine and tried to test the machine for 2 hours .the fse was unable tp duplicate the reported issue. The fse continued using a demo device for 3-4 days to observe the symptoms. The iabp will not be used and the fse will return at a later date to observe the results. Repairs are ongoing. A supplemental report will be submitted upon completion of our investigation.